Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had dementia and following the procedure it was difficult to maintain bed rest. Hemostasis was achieved in the procedure room. While in the recovery area, the patient experienced re-bleeding from the right groin site. Manual pressure was applied. The patient became pale and diaphoretic with blood pressure (bp) in the 60's systolic. Intravenous (IV) fluid bolus and atropine were given. The patient returned to baseline but again dropped their bp to 65/40. More fluid bolus given and patient again returned to baseline. Sixteen minutes of manual pressure applied to right groin puncture site and hemostasis was again achieved. Bilateral groin sites dry without any hematoma. Stat abdominal computerized tomography (CT) scan was done with no signs of internal bleeding, "mild edematous or hemorrhagic stranding right groin". With a low hemoglobin and hematocrit the next day, one unit of red blood cells (rbcs) was infused and the patient levels returned to baseline. No signs of hematoma at discharge one day later. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is now a participant in the product surveillance registry (psr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.